Event description:
Patient tested positive for hepatitis c after allograft implant. Riba confirmatory 06/20/06. Allograft is associated with bts recall.

Manufacturer narrative:
The graft remains implanted and is unavailable for analysis. Manufacturing record/history review indicates the graft passed all qa and manufacturing controls. Further testing to be determined utilizing archived serum or tissue. The processing methods utilized for the implanted grafts, biocleanse and sterrad, are validated to eliminate the potential of disease transmission.